Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The ntr clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report after clip implantation, the clip had a single leaflet device attachment (slda), requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade of 4. The first xtr clip delivery system (cds) (90306u276) was advanced to the mitral valve and deployed successfully reducing mr to 1-2 but was not satisfactory. A second ntr cds (90312u159) was advanced, the clip jumped after positioning and failed establishing final arm angle (efaa) test twice. It was decided to remove the cds, but the clip got tangled up in chordae and pulled the anterior leaflet from the first clip and mr increased. Troubleshooting was performed, and the clip was freed. There was no tissue damage noted. The cds was removed from the patient anatomy. The physician used a new xtr clip (90408u116) to stabilize the first clip, single leaflet device attachment (slda), reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated the reported single leaflet device attachment appears to be due to user technique/procedural circumstances. Lastly, the additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.